Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported the lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. The lancet device was returned.

Manufacturer narrative:
The investigation of the returned lancet device found that the plastic spring arm from the step fan is twisted. This failure is caused by an attempt to advance the lancet even though the mechanism is locked.